Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that the stimulation system was explanted on (B)(6) 2019 because it was not working for the patient and the patient needed mris. The caller did not know when the stim system stopped working for the patient. No further complications were reported.